Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a loss of therapy after the device implanted in 2006 broke and they had to take it out and do a full system replacement. The patient stated it quit working and the battery died out on it; they noted someone told the battery life is usually 5 years and their battery lasted 6. The patient stated it stopped working for them which resulted in a bladder infection and not going to the bathroom hardly at all.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.